Event description:
It was reported an access port was placed initially without incident for chemotherapy administration. Approx. Eight months post placement, x-ray revealed the catheter had fractured and migrated to the right ventricle into the pulmonary artery. Retrieval of the detached catheter segment utilizing a snare was uneventful. No pt sequelae resulted from this event. No further details regarding the circumstances surrounding this event are available. The device has been retained by the user facility. Therefore, no failure analysis was available. The co's follow-up indicated this port was in place for approx. Eight months and no difficulty accessing the device was encountered prior to this incident. The co believes pt anatomy as well as user technique during access, may have contributed to this event.